Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor electrode was sticking out of their skin after sensor removal. The customer's blood glucose was 130 mg/dl at the time of incident. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected two opened/used partial sensors and performed visual inspection and found both sensors in full during analysis. No broken cannula was found. Unable to confirm adhesive anomaly due to sensors were returned opened/used. Unable to confirm insertion/needle complaint due to customer return sensors no needles.